Event description:
Reporter alleged obtaining a discrepant blood glucose value of 323 mg/dl back to back with a result of 96 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time, other comparative tests of 237 mg/dl, 141 mg/dl, and 118 mg/dl were performed back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.